Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal unspecified product therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced abdominal pain and cloudy effluent. On (B)(6) 2011, the patient presented to the hospital and peritonitis manifested by abdominal pain and cloudy effluent was diagnosed. Per the nurse, the patient stated that there was no break in aseptic technique. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On an unreported date in (B)(6) 2011, the patient began treatment with unspecified antibiotics. The peritonitis was resolving. Extraneal and physioneal therapies were ongoing. The reporter did not provide an assessment of causality for the event of peritonitis in relation to extraneal and physioneal therapies.